Event description:
Patient was calling from the hospital. Patient stated his health care provider (hcp) office told him to get in touch with the manufacturer rep because the hcp was out of town. Patient stated his implant was (B)(6) 2016 and the day prior to this call he went back to the hcp. Patient stated they turned it on the day prior to this call, later in the call patient stated the hcp and the manufacturer rep, turned on the other programs the day prior to this call. Patient stated he left the hcp appointment and later in the day had an episode where he could not walk. Patient stated they took him to the hospital and he was still there. Patient stated he did not have a stroke, he had a tia. Patient stated this morning his kidneys went haywire, he started urinating every 2-3 minutes so around lunchtime he turned stimulation off, then he could not go at all so they put a catheter in. Patient stated the doctor's office wanted him to ask manufacturer rep, if he should turn stimulation back on. Patient also reported he stopped taking plavix, 2 weeks prior to implant surgery and after the surgery started taking it again. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a patient. It was reported the tia/hospital stay was related to the patient having been off their "plavix" for 14 days; the tia occurred on their way home from their follow-up visit with their healthcare provider (hcp). The patient mentioned they had a catheter during their hospital stay for three days and went home with a catheter for one week. The patient stated "the symptoms are some better."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.